Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a fall and was having pain around the ins as well as her regular pain that she was implanted for. Down to l 2 and she has issue with l 3 and l4. Patient had to turn stimulation up from 5.0 to 7.0 in order to feel stimulation. She called her hcp and they told her to have mdt check the device.